Manufacturer narrative:
An internal biomérieux investigation was performed due to misidentification results using vitek® ms; different identification results for different runs. Mode- ivd clinical, kb version- 3.0, issue type- misidentification on vitek ms, different identification results for different runs. 01jul2018: first run (spot i1) gave "no identification" q302: confidence level too low for the calibration strain used for the internal check. Second run (spot i1) gave pseudomonas putida. 02jul2018: two spots (f3 and f4) gave low discrimination enterobacter cloacae / enterobacter asburiae. According to the complaint, these spots were made from a new pure culture. Note: enterobacter cloacae and enterobacter asburiae are always displayed as a low discrimination result. A choice should be made between the proposed species. Expected identification- unknown, no information received. Culture conditions: culture media- 5 % tsa by becton dickinson, incubation time- 18~24 hours, incubator atmosphere- o2. Conclusion on the system: the system was not operational during the tests made on 01jul2018. However, it was operational on 02jul2018. All acceptance criteria were achieved during the previous fine tuning on 20jun2018. This system variability might not be due to the system itself but to the spot preparation variability that has been seen even just after the fine tuning. Consequently, the system is not retained as a cause of the issue. The customer's spot preparation quality seems to be not optimal. Conclusion on the identification: following the investigation, enterobacter cloacae / asburiae is probably the expected identification. However, no information has been provided by the customer (colony morphology, other identification method). Suspected cause of the issue: non-optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported measurement results were first identified using vitek® ms instrument with a result of pseudomonas putida (99.9%). The strain that was pure cultured the next day reported a result of enterobacter cloacae (50.0%) / asburiae(50.0%). No incorrect results were reported to the treatment physician. There was a delay of unknown duration in reporting the correct result. An internal biomérieux investigation will be initiated.